Event description:
It was reported after a gyn video assisted laparoscopy the patient was readmitted with a hematocrit of 18, a hematoma around the trocar site, and abdominal ecchymosis. The patient was transfused. The surgeon claims he does not twist the trocar when inserting it. The trocar is not being returned.